Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patients had been having stomach pain. They were wondering if that was normal. Patient had uncomfortable stimulation; they turned their stim down to resolve their discomfort. Patient felt that they had a loss of appetite, acid reflux, nausea, low blood sugar, and has mild cramping in their feet. Patient mentioned stomach not feeling well, as it use to be before the procedure. Patient also mentioned confused by the physician moving their follow-up appointment 2 days ahead of schedule. Patient was in the hospital and it was unknown for reason. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urge incontinence and urgency frequency. Friend/family member answered the phone and said patient was in a rehab type of place. When asked if the hospital visit was due to the device, they said that they didn't know but after the device, they got really sick. They did not know the weight but said she lost some pounds.